Event description:
Customer reported being hospitalized with high blood glucose levels. Customer stated being experiencing excessive no delivery alarms. Customer has had kidney replacement and primarily uses one site to infuse. Suggested to customer take correction injection as per md.